Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) found in the device logs. Based on the information obtained during baxter's investigation, this incident was determined to be bypass of the caution negative ultrafiltration alarm. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. A service history review was performed and no issues were identified that could have caused the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter product surveillance left a detailed message for the peritoneal dialysis (pd) registered nurse (rn) on (B)(4) 2011 providing the results of the evaluation. Should any additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician found an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 4. The drain ultrafiltration (uf) volume was 2461ml. The programmed fill volume was 2000ml. This event meets overfill criteria.